Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, fracture, high impedance and was unable to pace. The lead remains implanted and is out of service. No patient complications have been reported as a result of this event.